Manufacturer narrative:
(B)(4). Additional: actual device received in partially disintegrated condition. Needle was not returned for investigation. Performed visual inspection. The complaint sample foil pack was not returned. Retained samples of incident codes and lot number was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was received: 1. Did the needle fall into the patient? No. 2. Was the needle retrieved during the same procedure?yes. 3. Was additional tissue incision required to retrieve the needle?no.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? Was the needle retrieved during the same procedure? Was additional tissue incision required to retrieve the needle?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2017 and suture was used. During the procedure, while closing the fascia, the suture detached from the needle. There were no adverse patient consequences reported. Additional information has been requested.